Event description:
Medtronic received information that this annuloplasty device, implanted approximately 9 months, was explanted due to suture dehiscence on the posterior side. The physician reported that it was related to surgical technique rather than any product malfunction.

Manufacturer narrative:
(B)(4): evaluation: other - device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: other - cause of event cannot be determined but is possibly due to implant technique. Analysis: no product was returned. Conclusion: without product return, no definite conclusions can be drawn about the status of the device. Based on the surgeon's comment, the clinical observation is likely due to implant technique rather than any product malfunction.